Event description:
It was reported that the customer was hospitalized due to high blood glucose, and the customer was vomiting and felt sick. It was stated that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked battery tube threads, cracked reservoir tube and treads.